Manufacturer narrative:
The user facility will be contacted for additional information. Additionally, a follow up will be provided upon completion of the manufacturer investigation.

Event description:
On (B)(6) 2020, richard wolf medical instruments corp. (Rwmic) received the following information: first time the customer has used both items since they came in for repair in (B)(6) 2019. During the procedure, pump stopped working and error code e37 showed up on screen and then the red triangle started to flash. Procedure was still being done when customer called this in, but it was later learned that the procedure was not completed due to the item going down. A back up device was not available for use. There was no injury to patient reported.

Event description:
User facility returned the device to rwmic on 01/24/2020 and rwmic send the device to the manufacturer for evalotion on 02/07/2020. Rwmic also reached out to the inital reporter to request additional information but no further information could be provided.

Manufacturer narrative:
Follow up report 1 is to provide FDA with missing information, new information and/or changed information: user facility was contacted in an effort to collect patient information and user information. However, the initial reporter could not provide any additional information. The manufacturer evaluated the device and the following information were provided in the report: the device was visually inspected and appeared to be used. Functional, electrical and endurance test was performed but no error could be detected. Per manufacturer, the reported condition could not be confirmed and the device meets the specifications. The probable root cause was determined to be the user error. At this time, rwmic considers this case closed. If additional or new information become available, a follow up report will be submitted.